Event description:
The distal end of the gamma3 targeting arm was chipped off, preventing locking mechanism from engaging.

Manufacturer narrative:
Once the investigation has been completed any additional information will be reported in a supplemental report.